Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient was connected to an unprimed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The home patient was connected. The home patient had already cycled the power twice and the homechoice is priming. The technical service representative had the care giver press stop, close clamps and disconnect the home patient. The technical service representative had the home patient cycle the power again to return the homechoice to start up and verified the alarms in the alarm log. The technical service representative helped the care giver remove the cassette and instructed to start over with new supplies. The technical service representative explained the alarm to the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.